Event description:
It was reported that during an implant, good parameters could not be obtained, and multiple attempts were made. Subsequently, the helix could no longer be extended, and the pacing threshold worsened significantly. Upon removing the lead from the body, it was found that hard tissue had become trapped inside the helix mechanism. Removal of the tissue was difficult; hence, a new lead was implanted, and the procedure was completed without further issues. There were no adverse health consequences to the patient.